Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the adc meter screen was blurred. Due to delivery delay, customer did not have device to monitor glucose and experienced an adverse event in which they became dizzy, disoriented, had tremors, and had a seizure. The customer was treated by family with sugar-water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. It has been determined that there was no indication that the product did not meet specification. Per user manual, the precision xtra meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is per the customer report of "middle of may". The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.